Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a registered nurse observed that while she was with the patient, the screen on the loaner automated impella controller suddenly went black and appeared to reboot. The staff confirmed that no one was interacting with the controller at the time and that the device was connected to an electrical outlet. The controller appeared to undergo a rebooting process that lasted approximately fifteen to thirty seconds. After rebooting, the impella automatically transitioned to performance level seven without receiving any user prompts. The registered nurse subsequently adjusted the device back to performance level eight, and no further issues were observed following this change. The registered nurse was unsure whether the impella pump stopped during the reboot sequence, as the patient remained stable and exhibited no change in hemodynamic status throughout the event.